Event description:
It was reported by service report that the cot fastener rail assembly was broken. The rail in the back of the ambulance would not latch onto the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cot fastener rail assembly.